Event description:
It was reported that the patient fell. Review of the egms revealed noise on the rv channel which resulted in a shock. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.